Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a motor error alarm during rewind on the insulin pump. Customer was not able to exit the rewind screen. Customer was asked verbally and in written form to return the pump for analysis.